Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history diagnosed with severe aortic stenosis (sad), right bundle branch block (rbbb)and left anterior fascicular block. The length of the membranous septum was measured to be 5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, at the time of pre-implantation balloon aortic valvuloplasty (pre-bav) with a non-abbott balloon, the patient's rhythm changed to complete heart block, and their pressure dropped until pacing was started again. The valve was successfully implanted at a depth of 4.5mm on the non-coronary cusp. The patient remained hemodynamically stable throughout the procedure except for a brief period of approximately 5 seconds after the pre-bav when it was determined that the patient was in complete heart block and pressure was noted to be dropped until the initiation of the temporary pacing to restore the intrinsic rhythm. The patient¿s cardiac rhythm restored to normal sinus rhythm prior to completion of the procedure. There was no clinically significant delay noted. On the same day, it was reported that a pacemaker was implanted due to the fragility of the conduction system. The physician did not believe that the patient or user experienced adverse health consequences due to the performance of the product. There was no information indicating that the patient required a prolonged hospital stay for monitoring for rhythm. The patient was discharged the day after the pacemaker implant, per hospital protocol.

Manufacturer narrative:
An event of patient effects heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported heart block appears to be related to procedural conditions. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.